Event description:
It was reported that the right atrial (ra) lead had dislodged after the slack came out of the lead. The ra lead had high thresholds and undersensing. The p waves were noted to be below the normal range. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.